Manufacturer narrative:
Philips service planned mechanical repair and replacement of the power supply assy larc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the larc power relay test failed intermittently, requiring a geometry reset on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.